Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If attempts have been made: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide procedure name and date please provide lot number what was damaged/broken, the packaging or the product? Any photos available for visual analysis? Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. How was procedure successfully completed?

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date in 2021 and suture was to be used. During the procedure, it was discovered that the product is broken/damaged and sterility is compromised. No adverse patient consequences were reported. Additional information was requested.